Event description:
It was reported that a minimum fill notification occurred after the user reloaded the cartridge onto the pump with 80 units of insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.